Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: int410, osseotite® tapered certain® implant 4 x 10mm, lot number 2011080752 e1: initial reporter¿s title is not provided / unknown.

Event description:
Customer confirmed via email that the correct implant item # associated with this complaint is (B)(6) / lot # 2011080752. Aa. June 15, 2023. ______________________________________ screw fractured, part of the screw remains in the implant and cannot be removed. Doctor decided to explant it. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: none.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one (1) unknown biomet screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, instructions for use (IFU) and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. Therefore, based on the available information, a screw malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.